Manufacturer narrative:
No x-ray views have been provided to st. Jude medical, so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an ICD replacement, externalized conductors were observed on the left ventricular lead. All electrical parameters were within normal limits so the lead remains implanted. The patient was stable.